Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While dr (B)(6) was turning the cam-lock. The tip of the cam lock shaft broke off. This caused an increase in surgery time.

Manufacturer narrative:
(B)(4). One (1) skyline cam tightener shafts [product code: 2868-40-000, lot no: nw156692] were returned to the complaints handling unit (chu) for evaluation. One cam tightener shaft revealed that the fracture was located at the shaft¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver shaft underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cam tightener shaft tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver shaft underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.